Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the serial digital interface (sdi) on the evis exera iii video system center was not working during an unknown procedure. The digital visual interface (dvi) was working fine. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. The failure was caused by a faulty board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.